Manufacturer narrative:
Manufacturer ref no.: (B)(4). Manufacturer report number 1314492-2016-04193 submitted on 07-18-2016 was submitted as a duplicate of manufacturer report number 1314492-2016-03951 submitted on 07-06-2016. Manufacturer report number 1314492-2016-04193 is a duplicate report and can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false air in line alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of air in line alarms suggest that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.